Event description:
Manufacturer provided needle would not inject. When removed from syringe it was noted that the hole for the medication to pass through the needle on the syringe side was incomplete. Needle was replaced with secondary manufacturer provided needle and medication was administered without issue.